Manufacturer narrative:
Evaluation determined that device was overheating. The device was tested and the maximum temperature was measured to be 158°f. The likely cause of failure could not be determined. It was also noted that device failed patient current leakage test. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair escalated to product event on evaluation due to overheating. On follow up it was reported that there was no patient involvement and there was no patient impact as result of this event.